Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet that required guidance to toggle sensor type settings and re-pair the device, after which the sensor successfully reconnected. Symptoms included hyperglycemia with a reported glucose value of 297 mg/dl. Outcomes included no alerts or alarms on the ilet and no hospitalization. Investigation included customer troubleshooting and education regarding sensor pairing and device settings. Investigation of this case revealed a communication issue between the cgm and ilet that was resolved through re-pairing, consistent with transient bluetooth connection loss between the sensor and the pump. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction related to device pairing and known limitations of wireless connectivity.